Event description:
Patient presented with bilateral aneurysmal iliac arteries. Patient implant of a 28-16-140bl bifurcated device, a 34mm proximal extension and 16mm limb extensions. After implant of the 34mm proximal extension, an intraoperative type iii endoleak was noted. A palmaz stent was placed which resolved the endoleak.

Manufacturer narrative:
Additional device information: model no. 34-34-80l lot no. W10-0088-004 expiration date: 2/16/2013; model no. 34-34-80l lot no. W10-0793-002 expiration date: 4/28/2013. Review of lot records/work orders, prior reports. No issues were noted. Device was received and evaluated by endologix. Device was received with multiple kinks in the introducer sheath indicative of use within a tortuous patient anatomy. The kinks were manually smoothed out and the device was successfully deployed. The evaluation concludes that there is no indication of a manufacturing issue.

Manufacturer narrative:
Additional device information - model: 34-34-80le lot: w10-0795-012/-013 expiration date: 04/12/2013. Review of lot records/work orders, prior reports. No issues were noted. Patient had non-aneurysmal bulge located below the right renal making it difficult for the stent graft to seal.

Event description:
Patient had non-aneurysmal bulge located below the right renal. Implant of a 28-16-140bl bifurcated device and two 34-34-80le proximal extensions. Due to the bulge at the right renal, the physician had difficulty in acheiving seal. Another 34-34-80le and 34-34-100rle proximal extensions were implanted. There was an intraoperative proximal type I endoleak that could not be resolved with ballooning. The physician decided to convert the patient to open repair. The patient is reported to be doing well.